Manufacturer narrative:
On 24-sep-2020, mentor completed the investigation on the suspect medical device. The investigation was completed on a photo of the suspect medical device because the physical device was discarded. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant and developed capsular contracture. Additionally, it was reported that the implant was discarded, but a photo was provided. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. Scar tissue also could be observed. As the product involved in this complaint was not received, the device couldn¿t be analyzed according to our procedures. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Implant rupture and capsular contracture complaint information are consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: implant exchange, right breast capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 550cc gel breast prosthesis developed capsular contracture (baker grade unknown) in her right breast. As a result, the patient underwent bilateral explantation and replacement with unspecified allergan breast prostheses on (B)(6) 2020. It was observed during explantation surgery that the patient¿s right breast prosthesis had ruptured. The right breast prosthesis was discarded after explantation surgery.